Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that a few weeks ago they noticed a return of symptoms "incontinence issues" so they increased stimulation. Now, as of yesterday, they are feeling a lot of pain at their implant site (right upper buttock). Caller stated that they just came from their local ER. Caller reported that it feels like something is shocking them. Caller stated it started in their back, worked its way down towards the "lump" and traveled from above the incision site down their leg, almost like their skin is on fire (though skin is not red) and giving them an impulse like its hitting a nerve. Caller stated they may have to have the device taken out. The circumstances that led to the reported issue were unknown. Agent asked if there were any falls/traumas/medical procedures/change in implant pocket site that they think would be related to the issue. Caller stated none. Caller is wondering if it could be related to the increase of stimulation or if they pulled a muscle in their back and made the wire loose they dont know. Caller s tated that the ER told them to turn therapy off. Agent asked caller if since turning therapy off, the discomfort has subsided; caller stated that is hard to answer because they have toradol in their system but they think a little because it seems more tolerable. Caller stated that yesterday they had an accident on themselves and when they went to the bathroom to clean up they noticed that their bladder was hurting but now that is gone. The patient was redirected to their healthcare provider to further address the issue. Caller stated they moved so they no longer follow up with listed hcp but they are in the process of finding a new urologist. Caller stated they are hoping to get in with someone in the next week or so.